Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a cryoablation to treat atrial fibrillation air was observed in the polarsheath steerable sheath. Prior to insertion of the dilator or any other devices or tools into the to the sheath, the sheath was flushed with saline and then aspirated from a bowel of saline. After performing the aspiration air was observed in the syringe. The step was performed several times but air was still in the sheath. The customer commented that the air seemed coming from the hemostatic valve. The sheath was replace by another one but the issue occurred again. After the second exchange the new sheath worked fine. The procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection there were no anomalies observed on exterior of the sheath. After functional testing device failed the test method as currently released. Bubbles visible in the flushing line during test/syringe vacuum.

Event description:
It was reported that during preparation for a cryoablation to treat atrial fibrillation air was observed in the polarsheath steerable sheath. Prior to insertion of the dilator or any other devices or tools into the to the sheath, the sheath was flushed with saline and then aspirated from a bowel of saline. After performing the aspiration air was observed in the syringe. The step was performed several times but air was still in the sheath. The customer commented that the air seemed coming from the hemostatic valve. The sheath was replace by another one but the issue occurred again. After the second exchange the new sheath worked fine. The procedure was successfully completed with no patient complications. Device has been returned.